Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted a wide qrs complex was causing ventricular oversensing, resulting in brief noise reversion. No intervention was performed, and the device remained implanted. The patient was stable and would be monitored.